Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00180. It was reported that the patient experienced pain at the lead site. Reportedly, the scs leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the leads were repositioned. Issue was resolved post-procedure.